Event description:
Biomed called on behalf of a user facility to report a ventilator that stopped ventilating and displayed "vent inop" during use in adult mode. A continuous audible alarm was present. Respiratory responded and manually ventilated the pt, before placing them on another ventilator. There was no harm noted.

Manufacturer narrative:
(B)(4). Biomed cycled the unit, and checked the error log. He indicated that he found the following error messages: bad cal fcv, pneumatic ftc. Carefusion technical support advised that he calibrate all the transducers and do a valve characterization. They also recommended a replacement gas delivery engine (gde), if the ventilator fails any of the calibrations. Biomed was to call back in case he needed any further support. Carefusion followed up with the biomed on the issue on 06/12/2015. Per the biomed, after checking and calibrating all transducers, the ventilator passed all operational verification procedure testing.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Device has not been returned for evaluation.